Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: " no documented follow-up between the (B)(6) of 2006 primary total hip arthroplasty and the (B)(6) 2010 revision is available. There is no examination of the explanted components. Based upon the information available for review, no determination can be made for the indication for the hip revision surgery or the alleged problems related to the post-operative knee arthroplasties." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who indicated: " no documented follow-up between the (B)(6) of 2006 primary total hip arthroplasty and the (B)(6) 2010 revision is available. There is no examination of the explanted components. Based upon the information available for review, no determination can be made for the indication for the hip revision surgery or the alleged problems related to the post-operative knee arthroplasties." Product recall verification response confirmed that none of the reported devices were part of the recall. However, the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient's left hip was revised due to wear.